Event description:
It was reported that a post market clinical study patient underwent an x-stop procedure at level l4/l5. Follow-up visit on (B)(6) 2010, patient reported that the initial improvement of 50% to 75% after surgery is completely gone. Medical report from this visit indicated "she is back to where she was prior to surgery. Pain is 7 on a scale of 0 to 10, varies as low as 7, and as high as 8 out of 10. She has numbness in the right foot", and "unfortunately, regression back to the same point as prior to surgery." Reportedly, patient died (B)(6) 2011 per family members. No further information was reported.

Manufacturer narrative:
Method: follow-up with company representative.